Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. D. His is a system report; section d information references the main component of the system and was in use with the following device which cannot be excluded as a contributing factor to the adverse events: medtronic product ID: d-evolutfx-2329, lot #: unknown, ubd: unknown, UDI #: unknown h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, six days after the implantation of this transcatheter aortic bioprosthetic valve, the patient experienced a cerebral infarction. No other patient complications were reported as a result of this event.